Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected system remotely and confirmed that the system was not booting up. Upon troubleshooting, the rse found that the system was not completing the boot up sequence and suggested the philips field service engineer (fse) to reload the software. To resolve the issue, the fse reloaded the suite pc software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.